Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited an out of range shock impedance measurement. The measurement had not yet posted on the remote monitoring system. Boston scientific technical services (ts) recommended completing another remote interrogation in a few days to obtain the value. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service without further complication. Should additional information become available this report will be updated.